Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that delay options setting was used during an infusion of oxytocin 30units/500ml to a patient who was in labor at approximately 10am. It was noted that the device gave an error message and it was believed that an unintended medication bolus was delivered. Due to the event, the mother developed tetanic contractions and the fetal heart rate decelerated. The clinicians then repositioned the mother, discontinued the oxytocin infusion, administered an unspecified IV fluid bolus, and oxygen was applied. Furthermore, the physician came bedside to assess the patient and reviewed the fetal heart rate monitoring strip. It was then reported that both mother and fetus recovered well.

Event description:
It was reported that delay options setting was used during an infusion of oxytocin 30units/500ml to a patient who was in labor at approximately 10am. It was noted that the device gave an error message and it was believed that an unintended medication bolus was delivered. Due to the event, the mother developed tetanic contractions and the fetal heart rate decelerated. The clinicians then repositioned the mother, discontinued the oxytocin infusion, administered an unspecified IV fluid bolus, and oxygen was applied. Furthermore, the physician came bedside to assess the patient and reviewed the fetal heart rate monitoring strip. It was reported that both mother and fetus recovered well.

Manufacturer narrative:
The report of an overinfusion of oxytocin was neither confirmed nor replicated. Review of the device error logs found no errors during the time period of the reported event. The pcu event log shows pump module s/n (B)(4) was programmed to infuse oxytocin intrapartum 30unit in 500ml (drugid (B)(4)) at a rate of 2ml/hr with a vtbi of 450ml at 8:36 am on 07 march 2020. The user then programmed a delay for 2 minutes and the device went into standby. Just prior to programming, the log shows the device alarmed for flow stop open for 28 seconds which may be the reported ¿error message¿ and ¿unintended bolus¿ that the customer reported. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. The volume recorded as being infused during this period was 0.024ml. The root cause of the reported overinfusion (bolus) of oxytocin was not identified. However, the investigation did reveal the presence of flow stop open alarms which could have led to the reported bolus.

Manufacturer narrative:
The report of an overinfusion of oxytocin was neither confirmed nor replicated. Review of the device error logs found no errors during the time period of the reported event. The pcu event log shows pump module s/n (B)(6) was programmed to infuse oxytocinintrapartum 30unit in 500ml (drugid 80) at a rate of 2ml/hr with a vtbi of 450ml at 8:36 am on (B)(6) 2020. The user then programmed a delay for 2 minutes and the device went into standby. Just prior to programming, the log shows the device alarmed for flow stop open for 28 seconds which may be the reported ¿error message¿ and ¿unintended bolus¿ that the customer reported. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. The volume recorded as being infused during this period was 0.024ml. The root cause of the reported overinfusion (bolus) of oxytocin was not identified. However, the investigation did reveal the presence of flow stop open alarms which could have led to the reported bolus.

Event description:
It was reported that delay options setting was used during an infusion of oxytocin 30units/500ml to a patient who was in labor at approximately 10am. It was noted that the device gave an error message and it was believed that an unintended medication bolus was delivered. Due to the event, the mother developed tetanic contractions and the fetal heart rate decelerated. The clinicians then repositioned the mother, discontinued the oxytocin infusion, administered an unspecified IV fluid bolus, and oxygen was applied. Furthermore, the physician came bedside to assess the patient and reviewed the fetal heart rate monitoring strip. It was reported that both mother and fetus recovered well.